Event description:
It was reported that the device showed impedance spikes on both the right ventricular and atrial leads and had several polarity switches. Noise was obvious on both channels as well. The patient denies any exposure that could have caused the polarity switches and the physician believed it could be an issue with the device header. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated out of range (oor) high impedances and oversensing due to emi (electromagnetic interference)/noise. There were episodes of apparent noise and impedance spikes to > 3000 ohms for atrial and ventricular channels.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4574-53, implantable pacing lead. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.